Event description:
Stapler fired the staples to the side of the incision instead of in the middle of incision. Another product opened & used without incident.======================manufacturer response for subcuticular skin stapler, insorb (per site reporter).======================sales rep notified - reporter not aware of response.